Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that venous closure of a right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Reportedly, the first proglide suture was deployed without issue. The second proglide device had an issue with the foot plate as it would not close properly. A cut down of the vein was performed to remove the proglide device. The first proglide device was also removed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.